Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient came into the clinic for a routine follow up. Upon interrogation, noise was observed causing oversensing which lead to false automatic mode switching (ams) and pacing inhibition. Abbott technical support suspects the cause of the noise is external interference. The device is being monitored. The patient is in good condition.